Event description:
It was reported that pump displayed malfunction alarm malf 12 and could not be reset, with additional fault information noted but not explained to the customer, and caller did not provide information about any impact on blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use insulin injections as backup therapy, was instructed to place pump in storage mode and return it using prepaid label within 10 days, and understood that pump settings and continuous glucose monitor would need to be set up again on replacement pump.